Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. A clinic nurse indicated that the physician will continue monitoring and has scheduled the patient for an in-clinic evaluation. Boston scientific technical services (ts) discussed possible causes and provided measures for troubleshooting. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. The system remains in service. No adverse patient effects were reported.